Manufacturer narrative:
The incident was caused by an unstable pco2 sensor. A sensor with an intermittent sensor response error (1070), in this case the pco2 sensor, is difficult to detect because the error occurs and disappears again. The analyzer has a continuous sensor monitoring in idle mode and a special monitoring during calibration, quality control and measurement mode. With an intermittent error, you never know when the error occurs, but if it occurs, the analyzer will detect the error and flag the calibration, quality control and measurement results, which means that you cannot use the results with an error.

Event description:
Radiometer complaint reference (B)(4). According to the customer, they experienced false high pco2 results from the abl90 flex blood gas analyzer as compared with another abl90 analyzer, even though there is no error for calibration and quality control.